Event description:
It was reported the end user was stranded in the power wheelchair for approximately 30 minutes in his home due to an actuator malfunction. Troubleshooting was performed by a field technician; however, the technician was unable to calibrate the actuator. The wheelchair was sent for repair.